Manufacturer narrative:
Device not received in stuck manufacturing mode device passed displacement test. Device passed self test. Device received with cracked retainer, scratched case, cracked case at battery tube side and minor scratched lcd window. Software error and hal software error detected alarm noted in device history download due to software error. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Unit passed displacement test. Unit passed self test. Unit received with cracked retainer, scratched case, cracked case at battery tube side and minor scratched lcd window.

Event description:
The customer reported via phone call that they experienced low blood glucose of 49 mg/dl. The customer also reported that they experienced inaccurate readings as well. The customer's blood glucose was 95 mg/dl and sensor glucose was 179 mg/dl at the time of incident. The customer's blood glucose was 117 mg/dl and sensor glucose was 40 mg/dl at the time of call. The customer stated that the insulin pump alarmed software errors. It is unknown if the auto mode on the insulin pump was automatically adjusting insulin delivery during the event. The insulin pump was returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.